Event description:
On (B)(4) 2012, allen was contacted by our distributor in (B)(4) regarding a broken universal head positioner. According to the distributor, the uhp device was being used in a patient case when it was noted the base had become broken. According to the distributor, there was no injury to the patient and there was not a significant impact or delay to the case.

Manufacturer narrative:
The uhp, which was shipped back from (B)(4), was only received back for evaluation on (B)(4) 2012. The engineering investigation is now underway. A follow-up report will be generated when the evaluation results are complete.